Event description:
E-mail received from the sales rep. Informed that: "nurse could not get fluid from collection chamber to drain down to bag - very difficult for it to drain to bag - surgeon was not involved in this part". On (B)(4) 2014, sales rep. Called and informed that this issue happened twice in two different patients and two different dates ((B)(6) 2014 & (B)(6) 2014). Please see (B)(4) for first complaint. Both patients are doing well and products were discarded by the customer. Products lot numbers are unknown. (B)(4) 2014 additional information from the rep via a phone call explained that the clinician was eventually able to get the device to drain as they used a needle to suction the fluid down. No adverse consequences. The device was used to drain the csf until the patient no longer needed to be drained.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.